Event description:
It was reported, the pt had a few instances where she felt a shocking sensation at the ipg pocket site. An x-ray was performed, and the physician did not see any anomalies. Follow up identify the pt did not want further follow up on the issue, unless she experienced the issue again.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.